Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and reviewed. The device was manufactured according to the specifications. No manufacturing related issues were found.

Event description:
Service and repair report states guide wire cannot go thru, damaged component. Product was received at service and repair, was unable to repair product. No additional information is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable.